Event description:
It was reported by the patient that he was prescribed steroid eye drops post operatively and was questioning if he was experiencing an allergic reaction to his lenses. His eyes flare up, and there is redness and inflammation. Further, the patient indicated that when he stops taking the drops, the inflammation reappears. The patient was referred to a retinal specialist who has recommended a vitrectomy. The patient stated he would seek a second opinion. The patient provided an update on (B)(6) 2013 where he stated that he is a pharmacist from nigeria. He was taking the steroid, durezol, twice a day and changed to steroid, lotemax. He was not tapered from the steroids and questions if he has an allergic reaction to the lenses. He did not think you could have an allergic reaction to the steroid. He went to another doctor for a second opinion who has changed him to a different drug regimen. The patient thinks that he may be on his way to success. He is going to see the (second opinion) physician in six weeks. A separate medical device report (MDR) is being filed for each eye. This MDR is being filed for the right eye. No further information was provided.

Manufacturer narrative:
(B)(4). To date, the intraocular lens remains implanted. The device manufacturing records were reviewed and showed no deviations. The environmental control conditions during the manufacturing period were verified with respect to bioburden and pyrogens and showed no deviations. The sterilization records were reviewed and showed neither deviations regarding the sterilization process nor deviations regarding the sterility test results. The diopter measurement records were verified and were shown to be within specifications. This was in compliance with the labeled dioptric power of 18.5 diopter for this lens. The batch passed all acceptance criteria for all tests performed and was within all specifications. All pertinent information available to abbott medical optics has been submitted.